Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to loss of capture. The patient mentioned having "feelings of thumbing" in his chest. The physician successfully re-positioned the lead. The patient tolerated the procedure well.